Event description:
It was reported that the user received an alert 38 indicating consecutive stalled motor and was advised to perform a full supply change, during which the connector needle was found broken on a connector from lot 31531; the user requested replacement cartridges, and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed a broken connector needle consistent with a connector component issue, and the reported alarm aligned with a stalled motor alert with no glycemic impact. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the connector needle.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.